Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer's blood glucose level. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy.